Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -16.0 diopter, in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2016 due to low vaulting and lens opacity (anterior subcapsular), noted on (B)(6) 2014. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/23.

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens optic torn and haptic torn. Work order search: no similar complaints were reported for units within the same lot. Conclusion code: patient is under the age of 21 and per dfu for this lens model, this lens model is contraindicated for patients under the age of 21 years. A 16.0 diopter is incorrect, should be 16.5 diopter. (B)(4).